Event description:
It was reported that a patient presented in clinic for follow-up. Upon review it was noted that the pacemaker exhibited incorrect measurements; overestimation was suspected. There were no patient consequences and the issue would be further monitored. No additional information was reported.